Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple, intermittent cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer's blood glucose levels ranged from not impacted to 500 mg/dl, which was addressed with a correction bolus via insulin pens. Reportedly, the customer had insulin pens available as alternate insulin therapy.